Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. Additionally, the device evaluation found the objective lens was cracked, the water removal was insufficient, the adhesive on the protective coating of the device was cracked, the air/water and suction cylinders were discolored, the image produced had a stain, and the angulation wires were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope light lens was chipped. The issue was found during a diagnostic pancolonoscopy which was completed using the same scope. Inspection and testing of the returned device found foreign materials clogging the nozzle. There were no reports of patient harm. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as an air/water failure - however, there was no foreign material in the air/water channel, and foreign material did not come out. Therefore, no further presumption could be made on the nature of any foreign material. It was confirmed that the device did not satisfy its specifications or function, but a further cause of the suggested phenomenon could not be presumed from the information provided. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event. Olympus will continue to monitor field performance for this device.